Event description:
A report was received that, shortly after being implanted, the patient was unable to charge her ipg. It was determined that the ipg pocket was placed too deep. The patient underwent a revision procedure to place the battery more superficially. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.